Event description:
It was reported that during a percutaneous procedure, the hemostatic valve detached from the introducer. The physician was able to retrieve the introducer sheath with no consequences to the patient.

Manufacturer narrative:
One 6f, 12cm, fast-cath hemostasis sheath was visually/dimensionally inspected and functionally tested. The sheath tubing had been detached from the hemostasis hub; the tubing proximal end was stretched and torn, consistent with forcible detachment. The hub was sectioned; minimal flow of the tubing head was present. An internal investigation is underway to further investigate. Review of the device history record confirmed, this lot met manufacturing requirements prior to shipment. The fast cath introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The fast cath introducer sheath IFU states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device.